Event description:
The healthcare professional reported the implantable neurostimulator (ins) was overdischarged. It was decided to replace the entire system. The cause of the overdischarge was that the patient forgot to charge. The issue was considered resolved. The patient outcome was alive with no injury. The patient medical history included uncontrolled diabetes. The indication for therapy was failed back surgery syndrome, chronic low back pain and degen disc disease/herniated disk pain. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.